Manufacturer narrative:
This event occurred during an unspecified date of (B)(6) 2019. The user facility submitted a medwatch report for this event: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the y-site port area of a duo-vent clearlink luer activated valve set was leaking during chemotherapy treatment. The unspecified pump was stopped and the y-site was covered/protected to prevent further chemotherapy spillage. The pump displayed 145ml at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.